Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: in regards to the reportable malfunction of a gas leakage from the second duct line, it is presumed that the cause is failure of the electro pneumatic proportional valve. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the high flow insufflation unit exhibited a gas leakage form the second duct line and failure of the electro pneumatic proportional valve. There was no patient involvement.